Event description:
The customer reported that the aes-50sl, arthroscopic energy 50° probe with suction, xl, 18 cm, device was being used in a hip arthroscopy procedure on (B)(6)2024 when it was reported, ¿while using the bipolar edge device, it suddenly stopped functioning. Upon inspection, the surgeon discovered that the tip of the bipolar device had broken off inside the patient. Using fluoroscopy, the surgeon was able to locate and retrieve the broken tip from the joint. Fortunately, no harm was caused to the patient, and the procedure was completed without further complications.¿. The procedure was completed with the use of the same alternate device and a 2-minute delay was reported. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Reported event ¿tip of the device had broken off¿ was confirmed. Examination of the returned used device, item aes-50sl found electrode tip detached, broken off from the device shaft. Root cause cannot be determined, however, based upon evaluation of the device, photos, and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to not use the probe for mechanical displacement of tissue, damage to the probe may occur. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the aes-50sl, arthroscopic energy 50° probe with suction, xl, 18 cm, device was being used in a hip arthroscopy procedure on (B)(6) 2024 when it was reported, ¿while using the bipolar edge device, it suddenly stopped functioning. Upon inspection, the surgeon discovered that the tip of the bipolar device had broken off inside the patient. Using fluoroscopy, the surgeon was able to locate and retrieve the broken tip from the joint. Fortunately, no harm was caused to the patient, and the procedure was completed without further complications.¿. The procedure was completed with the use of the same alternate device and a 2-minute delay was reported. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.